Manufacturer narrative:
Additional narratives: there may be cases when a transcatheter intervention is indicated or performed. Although there are multiple root causes, valves are typically treated because they are not functioning optimally. A valve-in-valve procedure carries significant risk. The device was not returned for evaluation, as it remains implanted. Minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that an unknown model mitral valve was disabled via a valve-in-valve procedure after an approximate implant duration of 9 years due to unknown reasons. A 29mm transcatheter valve was implanted.

Manufacturer narrative:
H10: additional narratives. Updated a1, a2, a3, b5, b7, d1, d2, d4, d6, g4, h4, and h6 per new information received. There can be several root causes of leaflet thickening, such as early thrombosis, early endocarditis, or svd. Leaflet thickening may lead to regurgitation or stenosis. Surgical/percutaneous intervention may be indicated or required. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 29mm mitral valve was disabled via a valve-in-valve procedure after an implant duration of 9 years, 3 months due to leaflet thickening, severe stenosis, and mild regurgitation. The patient presented with sob and chf. A 29mm transcatheter valve was implanted. The patient was discharged on pod #1.